Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information. Full event site name: (B)(6) medical center.

Event description:
It was reported that while supporting a patient in ICU with ECG/a.p. The cables were connected to back of the cs300 intra-aortic balloon pump (iabp) and the unit displayed the message "system trainer". Getinge clinical specialist advice the end user to switch out the pump. The patient was stable and there was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.